Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of a missing cannula. The customer's blood glucose was 88 mg/dl at the time of incident. Customer was advised on proper insertion technique and that the sensor would be replaced and to return the product for analysis.